Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. Visual inspection of the returned pump confirmed multiple cannula kinks. The kinks likely occurred during the administration of CPR (cardiopulmonary resuscitation) based on the clinical description. The root cause of the low pump flow was determined to be the observed cannula kinks. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported during cardio-pulmonary resuscitation (CPR) that the physician attempted to place the impella across the valve and poor flows were noted. The physician tried to reposition the impella following CPR, however the impella would only collapse onto itself instead of advancing, causing the impella flows to reduce to zero l/min. The physician attempted to reposition the pump five times to resolve the flow issue with the same result. This impella placement was aborted and a new impella placed and reportedly functioned well. There was no patient harm.